Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that the ins battery wasn't lasting long, that it would be down 50% by nightfall. The consumer reported that the patient would charge one day and the next day it would be zero. The consumer reported that it had been this way since the patient got the new implant and was different than the previous implant. The consumer reported that the previous ins required a charge every 3-4 days and the current ins required charging daily. It was reviewed that charging frequency was based on usage and settings. No further complications were reported.